Manufacturer narrative:
Concomitant medical products: product ID: neu_ins_stimulator, implanted: (B)(6) 2012, product type: implantable neurostimulator. (B)(4).

Event description:
Additional information received from the consumer reported the patient died (B)(6) the cause was unknown.it was also noted the patient had been implanted with 2 implantable neurostimulators.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the parkinson's disease patient was hospitalized due to coma. It was noted the patient's family reported the coma was due to the patient's deep brain stimulation (dbs) system. The patient's physician also suspected it was related to the dbs system. It was additionally reported the patient had experienced epilepsy following the surgery and that this symptom had been resolved by reprogramming. It was noted the patient did receive a 50% or greater reduction in symptoms from their device; the patient's symptoms were improved 40-50% after implant and had declined about a half year later. The cause of the event was unknown and it was unknown whether any troubleshooting had been performed. A supplemental report will be filed if additional information is received.